Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, stent damage occurred. The target lesion was located in the unspecified artery. Upon unpacking, a 2.50 x 16 mm promus element plus stent was flared before inserting into the patient. The procedure was completed with another 2.50 x 16mm promus element stent. No patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, stent damage occurred. The target lesion was located in the unspecified artery. Upon unpacking, a 2.50 x 16 mm promus element plus stent was flared before inserting into the patient. The procedure was completed with another 2.50 x 16mm promus element stent. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: no issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).